Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient was scratching the pocket area due to itching, and caused the infection. There were no additional adverse patient effects reported. The pacemaker was explanted.